Manufacturer narrative:
No device defect is alleged. No traceability information was provided and no device was available for investigation. The complaint is unverifiable. The root cause is linked to the procedure, per the hospital medical team.

Manufacturer narrative:
It is unknown if the device will be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A clinical trials administrator reported an intracerebral hematoma on the ip1p probe (kit containing cc1.p1 and the ip1 introducer) pathway in a patient with serious brain trauma. There was a majoration of the deep hematoma of internal right capsule from 21 to 27 mm and a small subdural acute hematoma of 7 mm (right anterior front) close to the probe. In contact with the most posterior probe, there was a small hematic change. Course was reported as no change. According to hospital, serious complication was linked to the procedure within the clinical protocol.